Event description:
The customer reported vacuum error and failed hemoglobin and approximately twenty milliliters of diluent overflowed from the baths during system startup involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the probe was leaking fluid above the baths, draining fluid into the vacuum line. The fse noted the vacuum chamber (vic) was not draining due to a pinched waste line (lv7). The fse adjusted the waste line and resolved the fluid leak issue. The fse replaced the filter and cleaned the hemoglobin assembly as preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a pinched waste line at pinch valve lv7 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).